Event description:
Consumer was allegedly sitting on rollator when the right front wheel came completely off. Consumer allegedly fell backwards, hitting his head on the floor. No serious injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model 65851b has been provided no serial number has been determined. The user manual part number 1148077 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown